Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1. 3005168196-2017-00645.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached three non-penumbra coils and one smart coil into the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician encountered resistance and was unable to advance the coil pass the hub of the microcatheter. The physician then removed the smart coil and attempted to advance it out of its introducer sheath for inspection. While advancing the smart coil out, the physician felt a "grating" or "scratching" touch before the coil was completely out of its sheath. Therefore, the physician decided to open a new smart coil and attempted to advance it through the same microcatheter. However, the physician was unable to advance the coil pass the hub of the microcatheter. The physician then removed the smart coil and was able to advance it out of its introducer sheath while outside of the patient. Next, the physician flushed the microcatheter and made another attempt to advance the same smart coil but encountered resistance. Therefore, the smart coil was removed and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pet lock was broken on the proximal end of the peunumbra smart coil smart coil). The pull wire was inside the distal detachment tip capture feature. The embolization coil was intact with its pusher assembly and the embolization coil windings were offset. Evaluation of the returned devices revealed that both smart coils'' embolization coil windings were offset. If the introducer sheath is not fully seated inside the microcatheter hub, the embolization coil may start taking shape inside the hub, and damage such as this may occur. The offset coil winds likely further contributed to the resistance experienced when attempting to re-advance the smart coils. Further evaluation of the first smart coil revealed that the pusher assembly was kinked. This kink was likely incidental and may have occurred while packaging the device for return. Furthermore, evaluation of the second smart coil revealed that the pet lock was broken on the proximal end of the pusher assembly. This type of damage likely occurred due to forceful handling during use. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.